Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was not received for evaluation. The root cause of the low pump flow was most likely biomaterial ingestion with clot observed during removal due to improper anticoagulation and motor current spike, suction with low flow per clinical and log review. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, flows were low. IV heparin was administered and was found to be infiltrated, so clot was suspected. The impella cp device was explanted. The patient survived the procedure.